Event description:
Multilumen central live inadvertently placed in arterial system rather than venous system. Altered mental status likely due to seizures. Line inserted (B)(6) 2011. Identified line in arterial system and removed on (B)(6) 2011. Determined line placement may have contributed to disability (B)(6) 2011.